Event description:
A baxter rep reported an infusion pump that non-delivered during service. A follow-up with a hospital rep revealed they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.